Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event. The event description indicated the patient alleges that the revision was due to the use of a shapematch cutting guide. There are no allegations against the reported device. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The event involves a shapematch guide tr3100 that is not cleared for commercial distribution in the us and no similar device is sold in the us; therefore, it is not subject to reportability under MDR.

Event description:
The solicitor's letter reports that x-rays taken at a follow up on (B)(6) 2013 showed "a lucent line at the tibial plateau / prosthesis margin, medially which is slightly more prominent than on the previous film which may suggest the onset of loosening and possible varus deformity." It is further reported that long leg measurement scans performed on (B)(6) 2013 showed that, "compared to the normal side, there was a 4 degree of excess valgus on the tibia giving a combined difference of about 6 degrees." It is further reported that on the advice of mr s. The patient underwent revision of the right tkr on (B)(6) 2013 in which triathlon components were used."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The solicitor's letter reports that x-rays taken at a follow up on (B)(6) 2013 showed "a lucent line at the tibial plateau / prosthesis margin, medially which is slightly more prominent than on the previous film which may suggest the onset of loosening and possible varus deformity". It is further reported that long leg measurement scans performed on (B)(6) 2013 showed that, "compared to the normal side, there was a 4 degrees excess valgus on the tibia giving a combined difference of about 6 degrees." It is further reported that on the advice of mr s. The patient underwent revision of the right tkr on (B)(6) 2013 in which triathlon components were used.